Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the exposed cutting wire was bent. The length and outer diameter (od) of the exposed cutting wire were measured and found to be within specification. The condition of the returned incident device was consistent with the complaint that the cutting wire was bent. During manufacturing, the sphincterotome devices are 100% inspected and the bent cutting wire is likely due to handling damage during preparation. Therefore, the most probable root cause is handling damage. A search of the complaint database revealed that no similar complaints exist for the specified lot number. The device history record review found that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, upon removal of the device from the package and inspection, it was noted that the cut wire was bent at the distal tip. The procedure was completed with another hydratome rx sphincterotome there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, upon removal of the device from the package and inspection, it was noted that the cut wire was bent at the distal tip. The procedure was completed with another hydratome rx sphincterotome there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.